Event description:
There was balloon removal difficulty. During a percutaneous transluminal angioplasty (pta) on the left arm in an arterial-venous fistula the balloon was able to inflate and deflate normally but thereafter it was not able to be retrieve through the 4f introducer. The vessel was fibrotic and stenosed at the anastomosis site. Several attempts were made to pull the balloon throught the sheath at no avail. As a reault the physician retrieved the introducer with the balloon over the wire simultaneously and places a new 4f introducer. The procedure was terminated successfully with another balloon. There were no reported patient complications. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.